Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube was found with a broken bottom during use. The following information was provided by the initial reporter: "some edta tubes arrive with broken bottom at the lab after being sent with pneumatic tube system."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube was found with a broken bottom during use. The following information was provided by the initial reporter: "some edta tubes arrive with broken bottom at the lab after being sent with pneumatic tube system."